Event description:
Aquasonic ultrasound transmission gel warmer machine had warmed the gel too high where the nurse's left hand was burnt when using it. No gel came in contact with the patient. The rn required an ice pack after the incident but denied additional medical treatment. No blistering was reported. The warming unit was sequestered by biomedical engineering and was tested. It was heating to 153 degrees f and over without the presence of alarms, errors, or automatic shut-off. Manufacturer response for warmer, gel, thermosonic (per site reporter). The manufacturer was notified. If requested, the unit will be sent in for investigation.